Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that he had a rash under the therapy electrode pads. The rash was open, itchy, and burning. The patient's physician prescribed the patient an antibiotic to use on the rash. Follow-up indicated that after using the antibiotic, the rash was improving.